Event description:
It was reported that subsequent to the implant of a protegen sling, the pt suffered injuries and the device was removed. The device was not returned for evaluation.

Event description:
Additional info received from the pt included experiencing vaginal bleeding, infection and erosion of the sling. Co's directions for use outline as potential complications: "infection...tissue erosion..."